Event description:
It was reported that this lead exhibited high out of range impedance measurements and it was indicated that the device is not approved for magnetic resonance imaging (MRI). Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.